Manufacturer narrative:
(B)(4). This is a report of use error, where the clamp on the patient line was closed, resulting in an incomplete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an incomplete prime due to a closed patient line clamp. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. The technical service representative advised the caregiver to start therapy over with all new supplies. The technical service representative assisted the caregiver with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.